Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was on her back. The patient reported known allergies. The patient described the irritation as red, bumpy, and itchy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed benadryl and a steroid cream. The irritation improved with the use of extra garments and triamcinolone cream which was prescribed by the patient's doctor. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was on her back. The patient reported known allergies. The patient described the irritation as red, bumpy, and itchy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed benadryl and a steroid cream. The irritation improved with the use of extra garments and triamcinolone cream which was prescribed by the patient's doctor.